Event description:
It was reported via repair work order that the foot end cover was bent, exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform own repair.

Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report # 0001831750-2013-06546.

Event description:
It was reported via repair work order that the foot end cover was bent, exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.